Event description:
The pt is reportedly pressing the up, down, and ok buttons multiple times for the pump to respond and the buttons do not spring back as normal. The pump reportedly has not been exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.